Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced a fowler collapse or a cot drop. There were 2 events with patient involvement; 1 patient experienced a minor injury, 1 patient did not experience any adverse consequences.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Following evaluation by stryker field service, the unit involved in the minor injury was found to have no defect which would have caused or contributed to the reported event. The drop was attributed to use error. The section h codes have been updated to reflect this.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced a fowler collapse or a cot drop. There were 2 events with patient involvement; 1 patient experienced a minor injury, 1 patient did not experience any adverse consequences.